Event description:
The nurse stated that the pt had been hospitalized several times for dka and stated that she thinks the pt needs further pump training. The customer and pump were not available at time of call to troubleshoot. The nurse stated that she did not wish to test the device but the main concern for the call was to get further training for the pt. The pt has been on pump for one year.